Event description:
The reason for call was patient reported that they have a boston scientific nerve stimulator in the same location as the medtronic one and there is some reverberating between the two. Patient stated they have an appointment to meet with the boston scientific programmers on monday to change the program, so they don't need to focus on the nerves and they think the pain and the hitching that they are having will go away once that happens. Patient mentioned that when they broke their spine, they damaged their ascending colon nerve and descending colon nerve, so a very small amount comes through the ascending colon and has to gather up and build up enough to push out the descending colon. Patient also stated that it took 2 weeks to get their bowels working again after the first anesthesia. Patient reported that going to the bathroom after anesthesia is a challenge when you have a damaged descending colon so when they do not have anesthesia, they can maintain it but when they have anesthesia everything stops working and takes a longer time to get it working again. Patient said they finally got their bowel movements down and are going every day which is great and they have not had any accidents in the bowel part which is the bladder part is way better and they are not using the gabapentin medicine anymore, so they are getting up 3 times a night to go to the rest room but they are able to fall right back to sleep. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).